Event description:
It was reported by the customer that the bd pyxis¿ medbank tower was unable to log in using a fingerprint to dispense lodipine 5mg, aspirin ec 81mg, and docusate 100mg. The customer reported that they did not see any notification indicating that the drawers were offline and subsequently restarted the cubex app. An error message appeared on the reader, indicating that there was no lumidigm sensor connected. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to not able to log in using a fingerprint because there was no lumidigm sensor connected. A technical support specialist guided the customer in restarting the cabinet by using the power button and then rebooted the all-in-one device. The customer verified that they could log in to process the items. The system functioned as intended after the technical support specialist troubleshooted the device.